Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the sutures break easily and needles become deformed. This happened during a dog's castration.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 10 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.77 kgf in average and 2.67 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). These values are in the usual range for this thread and size. The needles of the samples received have been tested for bending strength and the results fulfill product specification: 13.176 nxcm, 13.080 nxcm, 13.290 nxcm, 12.977 nxcm and 13.054 nxcm in minimum (minimum bending strength specification: > 11.7 nxcm). Needle bending strength results during production of the needle raw material batch used in this product was 12.741 nxcm in minimum and fulfilled specification. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Also, when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as the samples analysed comply with the product specifications. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.